Event description:
The sales consultant reported hardware removal revision procedure on (B)(6) 2013. Patient was treated with trochanteric fixation nail (tfn) on (B)(6) 2013 for an intertrochanteric hip fracture with the lesser trochanter fractured as well. Upon the follow up appointment, x-rays revealed that the helical blade was beginning to cut out of the head, date unknown. The decision was made to remove the hardware on (B)(6) 2013 and revise with a dynamic condylar screw (dcs) plate and screw construct. There was no delay in completing the procedure. The procedure was successfully completed with no patient injury reported. This report is on the blade. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Additional code: hwc. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Manufacturing evaluation: all manufacturing dimensions were checked and the part is acceptable. No damage is seen on the part that would lead to the complaint condition therefore this complaint is deemed invalid. Product developement evaluation based on the potential for considerable osteoporosis and low occurrence rate for implant migration this complaint is determined to be invalid from a design perspective and the devices suitable for their intended use.